Manufacturer narrative:
(B)(4). The device was manufactured between november 24, 2013 to november 25, 2013. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection found no issues with the device related to the reported problem. A functional flow rate test was performed and the device was found to be within specification. The reported problem could not be verified. The cause of the problem could not be determined. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a basal/bolus infusor overinfused. This occurred during infusion of 100ml 0.2% ropivacaine hydrochloride hydrate (non-baxter product). The reporter stated that the expected therapy time was 25 hours; however, the infusion completed in 10.5 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.